Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was having problems putting sentences together and did not know if it had something to do with the device. The patient stated that it could be age related. The patient also reported that the area around the implant and the line across ¿abut¿ waist length just below their hip was itching. They noted that it was not severe itching. The patient also reported they were having trouble with nausea, which the physician said was a common complaint they had had with the patient. The patient reported that they were still having the original pain they were implanted for, the pain down and across the leg. The patient confirmed that the implant was on using the controller. They confirmed that they were on group a and had only p1 on group a. Product services (ps) asked if the patient was feeling stimulation and the patient stated that they were feeling something on one of their legs. Ps verified if this was the stimulation sensation, and the patient stated that it was the stimulation, but not at the same strength as when they put it in. The patient increased stimulation from 4.4 volts to 4.6 volts and stated that they could not feel it at all. The patient noted they were not feeling stimulation on a regular basis. The patient confirmed they could not go past 4.6 volts because they were getting screen 59. The patient confirmed that they did not have the ability to change groups on their own. The ins battery was noted to be at 80% and the controller battery was at 100%. Ps had the patient decrease back to 4.4 volts. The patient reported that it was around (B)(6) 2017 when they went back in for the implant and saw the nurse practitioner (np) and the representative (rep). The patient stated that they talked about the implant and some of the feelings they were having. The patient stated they had not felt stimulation on a regular basis since early (B)(6) 2017. They reported that in december, they spoke with a rep and told them that they did not feel any stimulation. The patient stated that they checked the battery and that was not a problem. They stated from that point on, they had never felt stimulation. The patient was instructed to follow-up with a healthcare professional. No further complications were reported. Follow-up was conducted.